Event description:
It was reported that the patient did not allow for insulin to warm to room temperature prior to filling on (B)(6) 2026. The patient experienced high blood glucose level (275 mg/dl) which was treated with manual injection. The event occurred on the first day of insertion and the site of insertion was arm.

Manufacturer narrative:
E1: patient country: saudi arabia. Name: medtronic minimed. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.